Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was separated from the plunger on the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe plunger not attached.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 4/25/2022. H.6. Investigation: the analysis of the lot history (DHR), maintenance records and quality notifications were performed and a record was found due to a burr problem in the molding of the stem. During the analysis of the sample provided, it was noted that the root cause of the problem is caused due to a deformation in the stem crown, reducing its dimensional not performing the correct fixation of the stopper. H3 other text : see h.10.

Event description:
It was reported that the stopper was separated from the plunger on the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe plunger not attached.